Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium low-profile implantable port with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a complete circumferential break was noted approximately 4.1 cm from the distal end of the cath-lock. A partial circumferential break was noted 1.6 cm from the proximal end of the distal segment. Both edges of the complete circumferential break were observed to be jagged. Furthermore, both surfaces of the break appeared smooth and rounded, as well as partially granular. The edges of the partial circumferential break appeared jagged, with a finely granular surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: b5,d4(expiry date: 10/2021),g3,h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years post port device placement through the internal jugular vein , the catheter was allegedly broken and the patient experienced discomfort during flushing the port system. Therefore, the distal catheter segment was removed. The current status of the patient is unknown.

Event description:
It was reported that approximately four years post port device placement through the internal jugular vein, the catheter was allegedly broken and the patient experienced discomfort during flushing the port system. Therefore, the distal catheter segment was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium low-profile implantable port with a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation and the identified wear and deformation issues, as a complete circumferential break was noted approximately 4.1 cm from the distal end of the cath-lock. A partial circumferential break was noted 1.6 cm from the proximal end of the distal segment. Both edges of the complete circumferential break were observed to be jagged. Furthermore, both surfaces of the break appeared smooth and rounded, as well as partially granular. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2021), g3, h6(method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified. (Expiry date: 10/2021).

Event description:
It was reported that approximately four years post port device placement, the catheter was allegedly broke and the patient experienced discomfort during flushing the port. Therefore, the distal catheter segment was removed. The current status of the patient is unknown.